Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. Procedure was successful and the patient expressed how happy they were with the results. Explanted device will not return due to facility policy and electrocautery was use during the procedure.